Event description:
A 73 year old consumer reported that he had a "list" of adverse events to report subsequent to his third bilateral hyalgan injection for osteoarthritis of the knees. He states that he has had a fever of 100.5 degrees fahrenheit since "thursday or friday" (03 or 04 jun 1999) after his injection on 01 jun 1999. When questioned about previous injections, he stated that he had a very mild headache after the first two injections. He also states that he had experienced headache, blurry vision, pains in his upper shoulders, loss of taste and painful swallowing since 04 jun 1999. He presented to the ER on saturday, 05 jun 1999. His examination included a throat and ear exam; he was given an injection of demerol and was told that his diagnosis was "stress." He denies any other medical history other than osteoarthritis, but mentioned incidentally that he had returned from his chiropractor for treatment of a "whiplash" injury suffered in 2/99. 11 jun 99: received call from prescribing podiatrist. The pt presented to the ER on a second occasion (08 jun 1999), this time complaining of nausea and vomiting, dizziness and severe neck pain. His fever was 101 degrees fahrenheit. The pt requested the intern who had seen him to admit him for tests, and the intern complied. An infectious disease consult was done, and the pt was reported to be fine; the pt was determined not to have a knee problem; in fact the pt had commented that his knee had never been better. The pt's gamma-glutamyl transferase was elevated at 83 u/l (norm 8 to 38), and his sgot (ast) and sgpt (alt) were reported to be 20 % elevated. His discharge diagnosis was reaction to hyalgan. Follow-up, received 14 jun 1999: discharge diagnoses were drug-induced (hyalgan) anicteric hepatitis and presumed temporal arteritis. The pt's admitting physician, a nephrologist, evaluated the pt in the ER with recurrent bitemporal headache, low-grade fever, nausea/vomiting, neck stiffness and anorexia associated with elevated esr and liver function tests. The pt was treated with oral prednisone for presumed temporal arteritis; however, the persistently elevated lfts were attributed to the recent administration of hyalgan to the right knee at a homeopathic center by a podiatrist. The rptr did not note any knee tenderness, swelling, or erythema and bilateral knee x-rays demonstrated osteoarthritis which was not "acute." The pt was discharged three days later with resolution of all constitutional symptoms; however, the lfts and esr remained elevated. A liver ultrasound, temporal artery biopsy, and spinal tap were not performed. The pt's fever recurred one day after discharge from the hosp. The pt will be evaluated by a rheumatologist as an out-patient. Complimentary info has been requested. Corrective treatment: demerol im; steroids; prednisone 60 mg for possible temporal arteries. Hospitalized for 3 days, starting on 07 jun 1999.